Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor not running. No adverse effects were reported.

Event description:
Additional information received indicated that this failure was found during annual preventive maintenance checks. No patient was involved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Device evaluation: a sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. The lower left corner of top case was observed to be broken. A review of the pump event history log found evidence of motor not running. Functional testing was performed using the occlusion test and motor not running was duplicated at the beginning of the test. The cause of the reported problem was due to misalignment of the main printed circuit board as a result of being dropped by the user. To resolve the problem, the main printed circuit board was realigned. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The operator's manual under the heading of warnings instructs the user never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it.